Event description:
The facility's materials coordinator reported an infusion pump with a nondelivery and no alarm. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or the medication involved. A follow-up with the director of i.c.u. Revealed that the pump was setup in the pca mode. But, they were unable to remember medication or the prescription rate involved.